Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. (B)(6) 2015 - a medtronic representative, following-up at the site, reported the black cable is causing the flickering. (B)(6) 2015 return requested. No parts have been received by manufacturer for analysis. (B)(4). Part not received by manufacturer.

Event description:
A medtronic representative reported a site workstation monitor was flickering. In trouble-shooting, the site identified one of the cables that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device mfg date now provided.the site does not wish to send the device in for repair. Therefore, no further evaluation can be conducted.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.